Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported that the insulin pump alarmed a no delivery alarm during basal delivery. Customer's blood glucose was 33 mmol/l. Customer treated her high blood glucose with the insulin pump. Customer declined to troubleshoot. Customer reported the alarm did not occur during annual prime. Customer agreed to return the reservoirs for analysis.